Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. The customer does not want any repairs done to the unit. The device will be returned unrepaired.